Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). After a synergy stent was deployed, a 3.50mmx20mm nc emerge was advanced for post-dilatation. However, during inflation at nominal pressure, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another nc emerge balloon catheter. No patient complications were reported and the patient's status was good.